Event description:
It was reported by service report that the side rails on this bed would not work properly. The release handles were not allowing the side rails to lower. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail release handle.